Event description:
Admitted in april 1999 with increased shortness of breath with dyspnea for two weeks. The prosthetic mitral valve was found to have a paravalvular leak and mod to severe eccentric jet. The valve was replaced in 1999.